Manufacturer narrative:
The reported complaint was not confirmed. A complaint sample was not available for evaluation. A definitive conclusion regarding the reported complaint event cannot be reached without a physical examination of complaint sample. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis user facility reported during treatment a blood leak occurred. The leak was reported to be an internal leak. The blood leak was visually observed in the dialysate and was reported to be caused by a break in the fibers. The machine did alarm. Blood test strips were used and they tested positive. Estimated blood loss was 100ml. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up on the same machine. The sample was not returned for manufacturer evaluation.